Event description:
Or staff reports while surgeon attempting to place this bard ventralex hernia patch, the ring in the middle portion which allows the mesh device to maintain its shape popped/snapped and the ring portion crumpled losing it's integrity. This failure required the surgeon to request and place a second device (same type and model). No injury to patient, just delay in obtaining second device and placing again.